Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tkr surgery, after taking initial alignment points, hip center and rom, the surgeon moved to the femoral free collection screen. When the surgeon placed the pointer on the femoral surface and depressed the pedal to paint the femur, the system was making the sounds of point collection but was not moving or morphing the femur. Sales rep suggested to try taking special points for tea, which worked ok. The icon was turned on to show green points collection, which showed the free collection points were taken. The sales rep then quit the cases and resumed, which took them back to all the alignment and hip center collection again. When they got to the free collection screen this time it all worked as normal. The surgery was completed, after a non-significant delay. No injuries were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment, was not returned for evaluation therefore a visual and functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A logfile/screenshot review of the navio and xsession logs were completed with the clinical and software teams and the reported problem was not confirmed. All that is shown in the screenshots is a successful femur collection. It is not shown where the system would not move or morph the femur. It is possible that while the surgeon had the foot pedal depressed (while taking points), someone had touched the cori touchscreen, which would not allow the user to take points while two inputs to the cori system are engaged (the touchscreen and the foot pedal). The user correctly moved past the issue by erasing points previously collected, and recollecting. The user could also touch the touchscreen again to disengage the input from the touchscreen. It is suggested to not touch the touchscreen while the painting of the femur and tibia are occurring. Although the reported problem was not confirmed through a review of the provided log files and screenshots, a factor contributing to the reported symptom may have been associated with the user touching the touch screen while collecting points with the foot pedal. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned, and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities